Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up error occurred. There is no documentation of what needs to be replaced to address the issue. Additionally, the front and base enclosures are cracked and a rtc offset. No repairs were performed. The unit has been scrapped.